Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while attempting to secure the alignment guide to the shell inserter, the tip of the positioning guide rod broke. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g2; g3; h2; h3; h4; h6. Visual examination of the returned product identified the tip of the guide rod is fractured just before the tapered region, no fragments returned with device. There are scratches around the tip and shaft in multiple areas. No other damage was noted during visual evaluation. This device has an approximate field age of 1.5 years. Measurements within specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2.

Event description:
No further information at the time of this report.